Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 507 mg/dl. Bg level was addressed with a manual injection. Reportedly, the cartridge was reused. Recommendation was made to consult with a healthcare provider regarding diabetes management.